Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to suspected muscle atrophy. During the procedure the existing device was removed and a new aus system was implanted. There were no device malfunctions with the explanted device and the balloon was fully filled upon explant. No information was provided about the patient's outcome.